Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 27 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).